Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information pertaining to the device referenced in this report (including x-rays and medical records) was requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It is reported that: patient has had a dull ache in his hip for the past few months. Patient's hip began popping with each step a few weeks ago. Patient has pain daily and the intensity is increasing. Patient is scheduling an appointment with a new orthopaedist soon.